Event description:
(B) (9). Wire tethering or 'bowstringing' as a long-term hardware-related complication of deep brain stimulation. Stereotact funct neurosurg. 2009;87(6):353-359. Summary: the authors retrospectively reviewed the surgical database of a single neurosurgeon at (B) (6) from (B) (6) 2001 through (B) (6) 2009, comprising 278 patients with 456 electrodes implanted for all indications, identifying all patient presenting with the complaint of tightness, discomfort, prominence, or limitation of motion related to implantation of dbs systems. The article describes 6 patients with moderate to severe wire tethering. Reported event: one pt who had previously undergone 3 revision surgeries for tethering or "bowstringing" of the implanted extension wires (reference MFR report # 3007566237201001699 and 3007566237201001706), underwent a fourth revision where the scar was disconnected from the pulse generator pocket. When this did not relieve the protrusion, finally a procedure was performed where four separate 1 cm incisions where made along the scar whereupon the cord was visibly seen to abate if not disappear. This was done while the pt was awake to view the effects of the adhesion lysis under conditions of active muscle use. One month later the pt experienced total remission of this difficulty, and one and a half years later, the pt was markedly improved. See literature article with MFR report # 3007566237201001699.

Manufacturer narrative:
(B) (4).